Event description:
While performing a battery life calculation for this pt, it was discovered in the programming history that the pt's settings were changed on (B) (6) 2004 due to an interrupted system diagnostics test during the visit. This was not caught by the physician until sometime between visits on (B) (6) 2005 and (B) (6) 2006 when it was corrected. No pt adverse events were reported as a result of the event.

Manufacturer narrative:
Analysis of programming history.